Manufacturer narrative:
Product event summary: the waist pack was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the waist pack revealed that the strap loop seam on the left battery pocket was ripped and several seams were torn on the controller pocket. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to wear and/or the handling of the pack. If information is provided in the future, a supplemental report will be issued.

Event description:
The ventricular assist device (vad) waist pack was returned to the manufacturer because it was ripped and torn in certain areas. The waist pack subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.